Event description:
It was reported that the wake button was not working properly. Reportedly, the wake button worked when it was pushed again several more times with additional force and the button continued not to work. Pump display turned on when plugged into a power source. Customer¿s blood glucose level was not impacted. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.